Event description:
It was reported that the customer's blood glucose was 430 mg/dl, which was treated with insulin. The customer was experiencing communication issues with the sensor and the transmitter was not blinking. It was found the transmitter may not have been properly connecting. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor, performed a visual inspection and found bent electrode. Sensor failed per inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.